Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, an error occurred "no battery back-up" on the perfusion system. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the patient.

Manufacturer narrative:
Per the field service representative (fsr), the customer stated the perfusion system operated on battery. The fsr had the customer look at the diagnostic screen. The batteries read 17.9 ah, both power supplies read pass, and the light was green on front of power board.